Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported that on an unspecified date, approximately one month prior to calling adc customer service on (B)(6) 2015, he received a reading of 221 mg/dl, which was higher than he felt, after injecting an unspecified amount of insulin. Customer further reported feeling "nauseated, weak and was shaking" so he self-presented to a local emergency room where he was diagnosed with hypoglycemia. Customer was treated with an unspecified oral glucose, in addition to being given a soda to drink. There was no report of death or permanent injury associated with this event.